Manufacturer narrative:
(B)(4). The complaint device was received and inspected. It is observed that the metal disc is broken and all the shaft of the drill bit is intact. This complaint can be confirmed. Excess striations on the shaft indicate the drill bit was heavily used. Moreover, the laser markings are slightly faded, indicating that the device might have seen heavy use. This failure can be attributed to field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During arthroscopic shoulder arthroplasty, the handle part of the device was broken during drilling. The case was completed with 5-minute delay. The backup device was used to complete the case.